Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopically assisted vaginal hysterectomy (lavh). According to the reporter: the surgiwand was used on lavh surgery. The problem is that bovie tip was separated from body during bovie dissection. The part was retrieved from the patient.